Event description:
It was reported that the device data on this subcutaneous implantable cardioverter defibrillator (s-ICD) was requested to be reviewed. Device data was sent to rhythmcare for review. The device data revealed the device has recorded a negative number of untreated and several treated episodes. Data review also determined this device data was consistent with a telemetry corruption resulting in a recorded reset. The device data also noted rhythmcare confirmed the device is able to remain in service. No adverse patient effects were reported.